Event description:
It was reported that a no disposable pump won't run alarm occurred. Alarm was silenced and settings were reviewed. Medication was verified and the patient has an appointment to have the pump removed. The patient was instructed to power the pump off, clamp tubing and to remove the cassette. The patient stated air bubbles were present in the tubing cassette. The patient was instructed to massage the tubing and gently to tap the cassette on a hard surface. Cassette was reattached, tubing was unclamped and pump was powered on. The pump was attempted to be restarted but alarm returned. The pump was powered off and trouble shooting steps were repeated but pump alarm persisted. The patient was instructed to clamp tubing closed to the port. The patient was advised to call the clinic for further instructions and to explain that medication was stopped due to the pump alarm. The patient verbalized understanding. The patient is to call the hotline if they have future concerns or needs. Returned goods authorization was placed on the pump. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.